Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the capsulotomy came very close to catching part of the iris and therefore had two spots of micro adhesions inferiorly during laser assisted cataract surgery. It was noted that the patient's pupil was smaller than a 5.0 millimeter so the control points were reduced to 4.8 millimeters. When the patient made it to the operating room post laser treatment, the pupil had shrunk considerably which decreased the visibility of the capsulotomy. During the capsulorhexis, one of the tags radialized and an anterior vitrectomy was completed and a sulcus intraocular lens was inserted to complete the procedure. The patient will be seen by a retina specialist. Additional information received states that the patient was seen in follow up and noted very blurry vision. There was significant k swelling, and heme in anterior chamber. The patient began a topical steroid and antibiotic drop regimen and have a vitrectomy at a later date. The patient was seen at another follow up where signs of endophthalmitis were seen. A tap and inject procedure was performed and the inflammation quickly resolved afterward.

Manufacturer narrative:
During treatment, the laser approached the iris and caused two micro adhesions. During the capsulorexis one of the tags radialized and an anterior vitrectomy was completed with insertion of a sulcus lens. Patient anatomy may have contributed to both the incomplete cuts made by the system as well as capsular tear. With a decreased pupil, the area of treatment decreases and the amount of space for surgeons to operate also decreases. Limited space may make it difficult for follow up procedures, like phaco, which may contribute to capsular tears. It was confirmed by the clinical applications specialist that was onsite that the patient¿s anatomy contributed to the tags. It was also reported that during completion of the rhexis is when the anterior capsule tear occurred. The anterior capsule tear can be attributed to user technique. A number of factors; however, could contribute to endophthalimitis. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the incomplete dissection can be attributed to patient anatomy. The root cause of the anterior capsule tear can be attributed to user technique. The root cause of the endophthalimitis cannot be determined conclusively. (B)(4).